Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. In addition of the above evaluation, the device's the ac power cord was replaced due to damaged. The technician performed final test, battery checking, valve checking, a test run, cleaning, and the software was updated. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. In addition of the above evaluation, the device's the ac power cord was replaced due to damaged. The technician performed final test, battery checking, valve checking, a test run, cleaning, and the software was updated.